Event description:
Precise pgx 35w skin stapler from medline plastics major pack jammed during trigger pull, not releasing a staple. Subsequent trigger pulls resulted in failed staple releases as well. The precise pgx 35w skin stapler was a component included in a medline plastics major pack, #dynj49360, lot # 16ib9846.